Manufacturer narrative:
(B)(4).

Event description:
It as reported that the atrial lead exhibited noise that was noted in the device log. The patient was asymptomatic and stable, the physician would monitor the lead.